Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was in use on the patient, the device suddenly alarms and remains in a continuous state that cannot be stopped, causing emotional excitement and an increase in respiratory rate of 26 beats per minute. The patient is immediately replaced with a new ventilator. After 10 minutes, the patient's mood remained stable, and their breathing went to 22 breaths per minute. There was no harm to the patient or user. No further medical intervention provided to the patient. Per good faith effort response, it was confirmed that after the loudspeaker failed, the hospital found a third party to replace the loudspeaker and the equipment returned to normal use. No injuries. No repairs were completed by the field service engineer as the customer declined service and repair. No further information was able to be obtained. The investigation concludes that no further action is required at this time.